Event description:
It was reported that during investigation of the returned pump, an outflow graft obstruction was discovered.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturers investigation is complete.

Manufacturer narrative:
H6: investigation findings - biological problem identified: undesirable presence of endogenous materials (3204) manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed an extrinsic outflow graft obstruction (eogo). (B)(6) was returned assembled with the pump cable severed approximately 7.5 inches from the pump header. The remaining portion of the pump cable and the modular cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port. The sealed outflow graft bend relief was engaged at the graft hardware. The apical cuff was returned attached with the cuff lock fully engaged. The pump appeared to have been exposed to a fixative agent (e.g. Formalin) prior to being returned to abbott for evaluation. Upon disassembly of the returned pump, a crease in the outflow graft was observed at the proximal portion of the outflow graft spanning the length of the graft. Tissue accumulation was present within the deformation that filled in the space of the deformation and inner lumen of the bend relief, which is consistent with eogo and appeared to be present during patient support. The eogo did not appear to have contributed to a flow or functional issue as there was no deposition throughout the rest of the device to suggest a flow issue, and the log files showed the pump operating as intended. Examination of the device's remaining blood-contacting surfaces revealed no adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current version of the heartmate 3 lvas instructions for use (IFU) contains a section entitled ¿preparing the sealed outflow graft" and explains how to attach the sealed outflow graft to the aorta. Also in this section, "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.